Event description:
Boston scientific received information that a latitude red alert was received from this system due to a high shocking impedance measurement. The most recent measurement was within normal limits at 75 ohms. This patient's system consists of a boston scientific device and a competitive defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant informed the caller that the patient could be brought in for additional lead testing. Fluoroscopy was performed which confirmed a good lead to device connection. Additionally, lead impedance measurements were within normal limits. The patient will continued to be monitored via latitude. No other adverse events have been reported. This product issue will be updated if additional information is received.